Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implant only charges to about half way and then it won¿t go further which had started occurring in (B)(6) 2017. At the time of the report, they could not put the device into MRI mode because the implant needed to be charged. There were no patient symptoms or complications reported.